Manufacturer narrative:
(B)(4). Other remarks: for the first report refer to MDR #1219856-2017-00135. (B)(4).

Event description:
It was reported that a second intra-aortic balloon (iab) was placed after the medical doctor had difficulty with the first iab insertion. No difficulty with insertion with the second iab. Once they began pumping, they immediately got "possible helium loss" alarms. They checked for any kinks and there was no blood noted in the catheter. After trouble-shooting with no success, the clinical support specialist (css) suggested removal of the iab and to try the insertion on the left femoral artery. The physician inserted a 40 cc fiber-optic iab into the left femoral artery through a sheath without difficulty. The fiber-optic iab was successfully zeroed prior to insertion. They began pumping and had no alarms. The patient was stable with no complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of helium loss alarm is confirmed. Although, the root cause is undetermined an external leak is confirmed from the iab bifurcate around the fos adhesive. This issue will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. Other remarks: for the first report refer to MDR #1219856-2017-00135 and (B)(4).

Event description:
It was reported that a second intra-aortic balloon (iab) was placed after the medical doctor had difficulty with the first iab insertion. No difficulty with insertion with the second iab. Once they began pumping, they immediately got "possible helium loss" alarms. They checked for any kinks and there was no blood noted in the catheter. After trouble-shooting with no success, the clinical support specialist (css) suggested removal of the iab and to try the insertion on the left femoral artery. The physician inserted a 40 cc fiber-optic iab into the left femoral artery through a sheath without difficulty. The fiber-optic iab was successfully zeroed prior to insertion. They began pumping and had no alarms. The patient was stable with no complications.